Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a possible output circuit damage error message was confirmed in the laboratory. The device delivered a shock when tested on the bench, an error for possible output circuit damage was observed. The cause was found to be due to an anomalous component within the hybrid.

Event description:
It was reported that during implant procedure, an error message was observed during the second induction test, stating possible output circuit damage. The device was replaced.